Event description:
It was reported that the patient experienced st segment elevations, hypotension and there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The physician performed four (4) transseptal punctures that were all too posterior and high which lead to multiple closure device deployments but no release of the closure device. The physician exchanged the transseptal puncture device but again the closure device could not be positioned in an acceptable location. During the procedure the patient experienced a recurrent air embolism that resulted in st segment elevations and the patient to become hypotensive. The procedure was ended with no closure device implanted and there were no other complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Sec d1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.